Manufacturer narrative:
B5: additional information received radiographic image assessment indicated that lateral x-ray 2 panel. L5-s1 fusion. Cage is collapsed in right panel compared to left. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the type of procedure/therapy involved during the event was posterior lumbar fusion. No patient hospitalization/prolongation of existing hospitalization necessary or additional/revision surgery performed.

Manufacturer narrative:
D1, d.4. Product identifiers are unknown. G4. PMA / 510(k) #- unknown as product identifiers are unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient having spinal therapy for stenosis. It was reported that a patient with a pre-operative diagnosis of stenosis underwent a posterlateral interbody fusion at the l5-s1 level using the catalfyt implant. At the one-year follow-up, x-rays revealed collapse of the cage. Radiographic images and medical records were available for review. The implant remained in service, and there were no reported patient symptoms or complications as a result of this event. No additional treatment or surgery was performed. No patient complications have been reported as a result of this event.